Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the user was unable to remove the battery cap from the pump and there was no power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2017 with the following findings: during investigation, the black box showed evidence of one unexplained pump reboot on the date of the complaint. A battery change did occur during the pump reboot. The black box also showed additional unexplained reboots after the date of the complaint. The pump powered on with the returned battery cap. The batter cap could fully tighten and remove however the coin slot was worn making the tightening and removal a bit difficult. The battery compartment was not found ot be cracked. There was no evidence of contamination inside the battery compartment. A 24 hour basal program was run with the returned battery cap. There was no reboot, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump a ¿no power¿ event was not duplicated during investigation. (B)(4).